Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced with a non-rechargeable model. Surgical intervention addressed the issue.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address the issue.